Event description:
After an implantation of approximately 73 months, a syncopal event was reported. Initial rhythm in ER showed normal pacing. Upon applied pressure, an intermittent loss of capture was reproducible. The pacemaker was subsequently explanted.

Manufacturer narrative:
Upon analysis, this pacemaker did not show any sign of a material or manufacturing problem. It is completely within its specifications, except for the slight blood residuals within the lead ports. The clinical observation could not be reproduced during the analysis. The lead was not received for analysis. Therefore, the connection between the pacemaker and the lead could not be analyzed. However, the mechanical analysis of the connection system revealed a proper connection of a test lead. In summary, the pacemaker proved to be flawless and not the root cause for the clinical observation.